Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Captures the reportable event of packaging torn.   The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was unpacked on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the inner lid of the outer box was bent and facing downward piercing the box inside causing tear. Reportedly, this was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Problem code 2385 captures the reportable event of packaging torn. Investigation result: a visual examination of the complaint device revealed that there is damage on the top part of the cardboard box and the lid that dispenses single units. It was also noted the returned units were closed and sealed. This failure is likely due to inappropriate transport or storage of the device. Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was unpacked on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the inner lid of the outer box was bent and facing downward piercing the box inside causing tear. Reportedly, this was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.